Manufacturer narrative:
This product malfunction was originally reported under an alternative summary report (e2000003). The sample has been returned and investigation was updated, which prompts evaluation and conclusion coding to be updated. As the alternative summary report e2000003 has been revoked, the updated information (product investigation and coding) is being sent via this 3500a report. The lens was returned. There was no viscoelastic observed on the lens. The haptics are bent and one haptic is torn with a sheared appearance in the ridge of the lens case lid. The damage appears to have been caused by posts of the lens case. The lens was observed to be torn/split into two pieces, pressed into the inner ridge of the lens case lid and gouged. Product history records were reviewed and the documentation indicated the product met release criteria. The lens was damaged. Due to the absence of clinical solution on the returned sample the root cause is potentially manufacturing related. If the lens becomes misaligned in the lens case lens damage may occur. (B)(4).

Event description:
A customer reported an intraocular lens (iol) in which rivets in lens haptic were bent. There was no patient contact.